Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was unknown. The customer¿s current blood glucose level is 195 mg/dl. The customer was on auto mode. The customer reported other blood glucose values such as 54 mg/dl, in the range of 50 mg/dl, 47 mg/dl, in the range of 40 mg/dl, 75 mg/dl, 513 mg/dl. The customer treated low blood glucose value with glucose tablets. Based on customer¿s report customer did allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was wearing the insulin pump when low blood glucose event was reported. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.